Manufacturer narrative:
The reported event was confirmed however the cause was unknown. An amber bardex catheter with adapter was returned. The balloon was noted was noted to be burst. No missing pieces were noted. A potential root cause of this issue could be due to an operator error during the saccing process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Event description:
It was reported that the balloon of the catheter burst soon after the placement. Per follow up via email on 27jul2020, it was confirmed that there was no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter burst soon after the placement.